Event description:
The patient contacted animas on (B)(6) 2012, and reported that she experienced elevated blood glucose (bg) that day of 420 mg/dl, with no symptoms of elevated bg. The patient stated that she has other health issues that may have contributed to the elevated bg that day. The patient also noted that she was taking steroids, which can contribute to elevated bgs. The patient alleged that the insulin cartridge was leaking insulin from the back of the cartridge where the plunger inserts into the barrel of the cartridge. The patient stated that there was a strong smell of insulin present. The cartridge was reportedly changed three times that night and the first two cartridges allegedly leaked. The patient claimed that the cartridges looked normal and stated that she does not over-fill the cartridges. The patient demonstrated appropriate cartridge fill technique. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged cartridge leak.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection was performed on the cartridge with no damage or defects noted. The returned cartridge passed the fill test, force test and leak test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.